Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "cellulitis and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will not be requested as this is a legal case. No additional information is available at this time. Reason for reoperation: cellulitis, capsular contracture, baker grade unknown, and increased risk of alcl.

Event description:
Patient¿s representative reported cellulitis, capsular contracture, baker grade unknown, and increased risk of alcl. The right side device has been explanted.